Event description:
Patient in cath lab for angioplasty of a left common iliac stenosis. A 6-fr femoral sheath was placed in the right common femoral artery after cannulating it using the seldinger technique. Using an omniflush catheter and a glidewire, was able to go across and subsequently tried to go in with the 7-fr sheath. However, the sheath would not cross over. For support now, went with the omniflush catheter and placed it over into the left common iliac and with the support, tried to go, but could not. Then tried to bring back the omniflush, and realized that it was through possibly a stent strut and it was very difficult to take it out. Tried to come out and the tip of the omniflush catheter got dislodged in the left common iliac stent. Had to snare this tip of the omniflush cath so an 8-fr sheath was placed in the left common femoral artery and a 6-fr sheath was placed in the left common femoral vein. The patient was given 5000 units of IV heparin. Using a snare, tried to snare the tip of the catheter. Multiple attempts were made. However, it was against the wall. With the angled glide catheter, was able to do this and then try the snare. However, even this failed. So at this juncture, the tip of the glide catheter was placed very close to the tip of the dislodged omniflush catheter, and was able to get an 0.014 wire across and place this in the aorta. Subsequently, a 2.0 x 20 mm long coronary balloon was placed in the dislodged omniflush catheter and it was dilated at 8 and slowly with the balloon inflated, was able to remove it through the sheath. There was no patient harm.